Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 10/09/2006. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn ((B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. Functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. Replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened. A review of the complaint history record was performed, which does not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported "check IV set". No patient involvement.